Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2018 the technical service representative was onsite to perform a cosmetic percutaneous lead (driveline) replacement. The electrical continuity test did not reveal any broken wires. Most of the driveline was replaced with no issues. Log files did not reveal any pump stoppages or abnormal pump operation. No additional information regarding the driveline issues was reported.